Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient developed a wound infection and wound dehiscence at the implant incision site. Subsequently, on (B)(6) 2024, the patient was hospitalized for a duration of three days and was treated with IV and topical antibiotics. However, the issue could not be resolved and the device was explanted on (B)(6) 2025. Reimplantation is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.